Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned with the helix mechanism in retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical testing did not identify any product abnormalities. The helix mechanism failed testing, as the helix was unable to fully retract into housing due to a stretched helix. Laboratory analysis determined that the root cause of the reported helix retraction/stretched issues were likely due to user handling.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. During implant the rv lead had good numbers initially, however once the helix was extended the numbers and egm were significantly worse than previously tested. Upon fluoroscopy and after the lead was explanted, the helix appeared partially stretched beyond normal shape. The lead was replaced successfully with a new rv lead prior to pocket closure. It was reported that there were no additional adverse patient effects.